Event description:
At implant: threshold 1.1 v, impedance 1080 ohms, and r-wave 28mv. Five hours after implant, pt complaint of chest wall pain and diaphragmatic pacing was observed. The device would not capture at 7 v, the r-wave measured 4 mv. Cxr showed the lead had moved. It was replaced with a pacesetter lead. The sales rep, states the helix "pops" out after seven turns. Not a smooth deployment of the helix. He would like this investigated.